Event description:
A report was received that the patient developed an infection at the ipg pocket site following an explant procedure. The patient was prescribed oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The devices were discarded following the explant procedure, and will not be returned for evaluation.